Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly with a prostyle device, a sound was heard while pushing the plunger during needle deployment. In attempt to retract the foot, the lever would not close and the foot did not fully retract. The device was removed with the foot not fully retracted. During the vascular repair procedure it was noted a portion of the foot was not present upon removal. A successful cut down was preformed to retrieve the portion of the foot. The sheath was upsized to a large-bore sheath, and the tavi procedure was completed. Hemostasis was achieved via cut-down and placement of suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017, incorrect removal.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly with a prostyle device, resistance was felt and a sound was heard while pushing the plunger during needle deployment. In attempt to retract the foot, the lever would not close and the foot did not fully retract. The device was removed with the foot not fully retracted. During the vascular repair procedure it was noted a portion of the foot was not present upon removal. A successful cut down was preformed to retrieve the portion of the foot, repair vascular damage and secure access to the puncture site. The sheath was upsized to a large-bore sheath, and the tavi procedure was completed. Hemostasis was achieved via cut-down and placement of suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to open or close was not confirmed. The mechanical jam and noise are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was removed prior to removing the plunger and lowering the lever. It should be noted that the electronic perclose prostyle instructions for use (IFU), states; ¿using the right thumb or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the arrow direction marked 3) and completely remove the plunger and needles from the body.¿ the IFU violation likely contributed to the patient effects. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely a bilateral needle to cuff miss occurred. The posterior foot likely struck the posterior foot causing the separation and expressing itself in the reported, ¿resistance was felt and a sound was heard.¿. In this condition the foot with the cuffs and link would be in the vessel. The posterior needle tip would in through the vessel wall and in the vessel. Pulling the suture back to remove from the vessel likely stripped the posterior needle tip off. The reported patient effect of tissue injury is listed in the perclose prostyle IFU, as a known patient effect of use with suture mediated closure device procedures. The foot not fully closing is related to the separation and likely biological material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.